Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6).this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) during service and evaluation, it was determined that the cable/cord/wiring of the motor device was damaged. It was noted that the motor and control are too loud, and the motor was getting hot. It was further determined that the device failed pretest for hand control assessment, handpiece temperature assessment, air pump assessment, noise assessment, rotational speed assessment, and motor thermistor assessment. It was noted in the service order that the maximum speed is lower than 80,000 rotations per minute (rpm), as the maximum speed was 47,000 rpm. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.